Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver would not boot and charge, as call tech support was displayed on the screen. The receiver log was retrieved and an hwbat error was found. The receiver download showed no errors related to the customer complaint. Functional testing was unable to be performed due to the error displayed on the screen. The customer complaint was confirmed. A root cause could not be determined. The customer complaint was confirmed because a hardware error was found in the receiver log. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbat. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.